Event description:
On (B)(6) 2012, the lay user/patient's relative contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch ultra2 meter was prompting an error message when the patient attempted to test his blood glucose. The reporter did not know which error message the subject meter was displaying. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. The reporter stated that the patient began to obtain the error message on (B)(6) 2012, soon after he began to use it. The patient's daughter-in-law reported that the patient was able to obtain a result the first time he used it, but was unable to obtain a reading after that. The reporter informed the csr that the patient manages his diabetes by taking a set dose of novolin 70/30. The reporter confirmed that the patient continued to take his usual amount of insulin despite not being able to test with the subject meter. In addition, the reporter denied that the patient made any changes to his diet or activity level due to the meter issue. The day after the error message began to appear, it was reported that the patient developed symptoms of 'dizzy and lightheaded.' On (B)(6) 2012, the patient was taken to the hospital in response to the symptoms. During the hospital visit, the reporter stated the patient's blood glucose was tested with an ER/hospital meter and his blood glucose level was '22.3 mmol/l (401 mg/dl)' and then treated with insulin injection. The reporter claimed the patient felt better after receiving treatment. At the time of troubleshooting, the reporter was asked to perform a test with the subject meter. The csr noted that the reporter was able to obtain a result. The alleged error message could not be duplicated. Replacement products were sent to the patient. Lfs requested that the subject meter and test strips be returned. This complaint is being reported because the patient was reportedly treated for hyperglycemia by an hcp after the alleged meter issue started.